Event description:
It was reported by a neurologist that a vns pt had high impedance. The pt has been referred for surgery where revision surgery is likely. The review of MFR's programming history showed that pt initially had high impedance on (B)(6) 2006. The vns device has been programmed off. Good faith attempts to obtain more info regarding pt's high impedance have been unsuccessful to date.